Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer booted to the application screen normally. The cranial application and exams loaded without issue. The computer passed all hard drive testing. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
On 02/24/2016 a medtronic representative, following-up at the site, reported issue could not be replicated. On 02/26/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Optical communication failure. After computer replacement, the navigation system camera continued to cycle. Issue not resolved. Return requested for navigation system staff cart. Replacement staff cart ordered. No parts have been received by manufacturer for analysis. Return requested for navigation system surgeon cart. Replacement surgeon cart ordered. No parts have been received by manufacturer for analysis. Return requested. Replacement computer shipped to site 02/24/2016. Suspect computer returned to manufacturer on 03/04/2016. Currently under analysis. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in a l4-l5 fusion spine procedure, the navigation system camera was cycling. Operating synergy spine 2.1.0 software. Unable to troubleshoot because the surgeon was actively navigating in between the camera cycles. The surgeon continued and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Although the reported event could not be duplicated by medtronic personnel, a medtronic representative,reported that after replacing several components to resolve the issue, it was opted to replace the navigation system and replace it with another navigation system.

Manufacturer narrative:
The entire system was returned for in house evaluation. No faults were found: initial power up successful. Systems fully boots to login screen. Launch cranial application and navigate. As reported all cabling in good condition, no faults found. System internally cabling in good condition and routed correctly and neatly. Monitor system over extended period. Extended monitoring revealed no faults. No intermittent faults can be found. System stable over 24 hr period.